Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Date of event: 2013.

Event description:
A report was received that the patient's ipg was hot inside his body. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was hot inside his body. The patient will undergo an explant procedure.